Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The international service center confirmed the customer complaint. To correct the issue the vso was replaced. After servicing, the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a breast procedure the device exhibited a l3-021 vso failure. No patient consequence was reported.